Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/one essure clip noted towards the fundus') and abortion spontaneous ('sillbirth/miscarriage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2013, pregnancy (live birth - (B)(6)2013.), menstruation irregular, urinary frequency, macrocytic anemia, vulvovaginitis, guillain barre syndrome, gestational diabetes and ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, pain legs, swelling of legs, neuropathic pain, abdominal pain lower, ovarian cyst and renal calculi. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and cystitis ("bladder/urinary tract/vaginal: bladder"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), constipation ("gastrointestinal /digestive condition: constipation") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, heavy menstrual bleeding, constipation, cystitis and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Right side there were about 8 coils and on the left side, probably 6 to 7 coils. Patient experienced two pregnancies after essure insertion, patient had pregnancy with outcome spontaneous abortion(B)(6) 2018) which is captured in this case and second pregnancy (B)(6) 2019) is captured in the case (B)(4). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/one essure clip noted towards the fundus') and abortion spontaneous ('stillbirth/miscarriage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2013, pregnancy (live birth - (B)(6) 2013.), menstruation irregular, urinary frequency, macrocytic anemia, vulvovaginitis, guillain barre syndrome, gestational diabetes and ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, pain legs, swelling of legs, neuropathic pain, abdominal pain lower, ovarian cyst and renal calculi. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and cystitis ("bladder/urinary tract/vaginal: bladder"). In (B)(6) 2011, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), constipation ("gastrointestinal /digestive condition: constipation") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, heavy menstrual bleeding, constipation, cystitis and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Right side there were about 8 coils and on the left side, probably 6 to 7 coils. Patient experienced two pregnancies after essure insertion, patient had pregnancy with outcome spontaneous abortion ((B)(6) 2018) which is captured in this case and second pregnancy ((B)(6) 2019) is captured in the (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received. Reporter information added. Rcc updated. Additional pregnancy case linked. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('sillbirth/miscarriage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undrwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2013, pregnancy (live birth - (B)(6) 2013), menstruation irregular, urinary frequency, macrocytic anemia, vulvovaginitis, guillain barre syndrome, gestational diabetes and ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, pain legs, swelling of legs, neuropathic pain, abdominal pain lower, ovarian cyst and renal calculi. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and cystitis ("bladder/urinary tract/vaginal: bladder"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), constipation ("gastrointestinal /digestive condition: constipation") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, constipation, cystitis and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Right side there were about 8 coils and on the left side, probably 6 to 7 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: device removed, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy with complication') and abortion spontaneous ('stillbirth / miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dysmenorrhoea and pregnancy with contraceptive device to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Date of implant updated. Event injury was updated to dysmenorrhea (cramping), device migration, pregnancy with complication, stillbirth / miscarriage, device ineffective and she did not underwent essure confirmation test. Reporter information was added no lot number was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abortion spontaneous ('sillbirth/miscarriage') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undrwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2013, pregnancy (live birth - (B)(6) 2013.), menstruation irregular, urinary frequency, macrocytic anemia, vulvovaginitis, guillain barre syndrome, gestational diabetes and ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, pain legs, swelling of legs, neuropathic pain, abdominal pain lower, ovarian cyst and renal calculi. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and cystitis ("bladder/urinary tract/vaginal: bladder"). In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy with complication"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), constipation ("gastrointestinal /digestive condition: constipation") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (removal surgery for essure). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, constipation, cystitis and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Right side there were about 8 coils and on the left side, probably 6 to 7 coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy with complication'), abortion spontaneous ('sillbirth/miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undrwent essure confirmation test". The patient's medical history included c-section on (B)(6) 2013, pregnancy (live birth - (B)(6) 2013, menstruation irregular, urinary frequency, macrocytic anemia, vulvovaginitis, guillain barre syndrome, gestational diabetes and ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included depression, pain legs, swelling of legs, neuropathic pain, abdominal pain lower, ovarian cyst and renal calculi. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and cystitis ("bladder/urinary tract/vaginal: bladder"). In march 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), allergy to metals ("nickel allergy"), constipation ("gastrointestinal /digestive condition: constipation") and fatigue ("fatigue"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal haemorrhage, menorrhagia, constipation, cystitis and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping). Right side there were about 8 coils and on the left side, probably 6 to 7 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received ¿ new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia, gastrointestinal /digestive condition: constipation, bladder/urinary tract/vaginal: bladder, nickel allergy, fatigue, abdominal pain and abnormal bleeding (general) were added. New reporter and patient race were added. Onset date of events were added. Medical history and concomitant medication were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.